Event description:
Replaced device-same problem; I participated in registering my philips bipap (dreamstation) during the recall. Rec'd replacement device from philips and returned my original unit per (B)(6) pre-paid label. I followed all instructions sent with the replacement device and ensured there was no black matter visible on any equipment attached to the unit such as tubing and humidifier chamber. All equipment I attached was clean. I have been using this replacement unit since (B)(6) 2021. This morning ((B)(6) 2021) when emptying water from the humidifier chamber, my wife found black matter floating again. This is the issue that patients noted and sparked the recall due to possible carcinogens or further adverse effect on patients. I called the 877 philips number given during the recall communication process. I gave all the device descriptive info I was asked to provide and explained that black matter continues to occur. I was told that the unit I rec'd as a replacement is not the correct replacement, but it should be black in color, not ivory colored, and say dreamstation ii on the device. The woman, "(B)(6)", said she would fill out a quality form and forward it to philips (she was an employee of a third party service used by philips for these calls) and some one would be in touch. FDA safety report ID# (B)(4).